Manufacturer narrative:
Correction: the initial emdr was submitted under the incorrect MFR report number 1053279-2023-00004 and the correct MFR report number. Forty-four (44) unused samples were received with no product packaging for lot number: lr3091000. The samples were evaluated under ambient light conditions and arrived inside a cardboard box. The samples arrived individually folded in fours. The samples were removed from the box and stacked with the white layer facing up on the lab table. Each sample exhibits numerous nicks or what can be described as slits. The affected areas appear in the same location on each sample. The slits occur in intermittent spacings along the entire 24 inches in the md of each sample. Some slits affect the white layer only and other slits affect both layers. The slits align on the layers. The complaint details were forwarded to the appropriate functional area for investigation and root cause determination. Based on the results of the investigation we confirmed the failure reported. The following potential root cause has been identified as an equipment issue. On-going actions are in place to minimize the opportunity for recurrence including additional audits performed. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
Customer stated, they had a delay of cases due to tears in the wrap (during use with patients in the or). This was resolved by replacing the trays. In one instance the tray was one of a kind and they had to wait an hour and a half for sterile processing to replace the tray. No injury was reported to the patient. The customer reported that the patient had to be woken up from anesthesia. No instruments from the trays were reported as used on patients.